Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer loaded the cartridge with cold insulin. Tandem technical support educated customer on insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level due to this reported issue.